Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a knotted cannula observed when a patient with diabetes (pwd) was using an infusion set. The event occurred after removal from the patient after therapy. The cannula was removed as the pwd had elevated blood glucose levels. There is no patient harm occurred.